Event description:
It was reported that a patient presented in the ER after receiving multiple shocks due to af with rapid ventricular response rhythm. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.